Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm that lasted for about 3 minutes, but the screen was showing no alarm. Self-test was performed, screen and all lights and alarms working. When the mute and home buttons were pressed to view the last 6 alarms, the screen was blank. The system controller was exchanged a week ago. No alarms were noted upon interrogation. The event log contained a small number of unusual power cable disconnect alarms when utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. It was recommended to check the batteries and battery clips for integrity and clean all battery and clips contacts. If that does not resolve the issue, replacing the clips may be required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was exchanged due to one of the plastic rings at the end of the battery cords that screws into the power sources broke in half. The exchange resolved the issue and the battery cables were able to be screwed into the battery sources.

Manufacturer narrative:
D4 - UDI corrected. H6 - medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damage to the connector nut on one of the system controller¿s power leads was not confirmed. Additional information communicated that the reason for the controller exchange was due to damage on the system controller's connector nut, and the controller's inability to fasten to power sources. It was also stated through additional information that no products would be returned for analysis and the controller was discarded. A root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly connect and disconnect the system controller power cables from an external power source. The documents instruct the user to align opposite half circles in the controller power cable with the mating power source and to firmly push the two connectors together. Then, tighten the connector nut until secure. To disconnect the power cables, unscrew the connector nut and disconnect the power cords. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.